Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: burr hole cover, model: 6010ans, UDI: (B)(4), batch: 10481426.

Event description:
It was reported that patient experienced an open-wound at the right burr hole cap site and experienced a seizure while cleaning the wound. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the right burr hole cap was replaced to address the issue. Therapy was restored post-operatively. It is unknown which burr hole cap was replaced.